Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. The complaint device was received and visually inspected. Visual observations revealed the jaw pin was protruding out if its space contributing to the misalignment of the jaws, confirming this complaint. Clamping excessive tissue between the jaws combined with repetitive twisting action exerts excess side load on the jaw pin resulting in the jaw pin shearing off from its space. This failure can be attributed to user technique. The device was further manipulated beyond its design intent and therefore caused further damage. A batch record review has been conducted to determine if there were any internal processing issues which would have contributed to the nature of the product complaint. Our results indicate that this batch of product was processed without incident and therefore there is no internally assignable cause for the reported problem. Further, a review into the depuy mitek complaints system revealed three similar complaints for this lot of devices that were released to distribution. None of the complaints indicate a design/ manufacturing issue that would lead to this failure. They were attributed to user technique issues. Based on the overall complaint rate and customer impact, at this point in time, no further action is warranted. However, depuy mitek will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field. UDI: (B)(4). This report is being filed from the remetrex complaint management system as required under mitek's corrective and preventative actions (CAPA) to file USA FDA MDR missed malfunctions.

Event description:
It was reported by the sales rep that there were three different issues with three of his instruments during a shoulder procedure. He stated his ratchet handle would not ratchet making it difficult to lock and release, but the surgeon used the device anyway. The distal tip of his second device, a 23mm modular driver, kept getting stuck in the screw to the point that the screw pulled out. The surgeon used another like screw and driver in the same bone hole. The sales rep then stated the top jaw on his expressew iii with hook would not align with the bottom of the jaw and the surgeon bent it to make it align for the procedure but this caused the jaws to be completely bent by the end of the procedure. There was a ten minute delay. There were no patient consequences. The devices are coming back for evaluation. No further details were available.